Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing and noise on the right ventricular (rv) lead. Lead displacement was noted and detections were turned off. The rv lead was repositioned the following day and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).